Event description:
The valve was explanted due to thrombus formation on the sewing cuff. The leaflets were not affected by the thrombus. However, echo exam displayed thromboembolic events. The pt experienced cerebrovascular accident or transient ischemic attacks and later an intracranial bleed. The pt had no history of endocarditis and was compliant with the anticoagulation therapy. Very little ingrowth was observed on the sewing cuff at explant.